Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt stimulation in her kneecap when stimulation was turned off. The patient stated "it is off and on at weird random times for a couple of seconds, it comes and goes." It was noted that the ins was for the patient back but it also helped her legs and knees. Follow-up was done with the patient to obtain information related to troubleshooting and outcome but no additional information has been received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.